Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the programmer was plugged in, a warning that the programmer was overheating and it needs to be turned off came up. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of an overheat message via the event log. The programmer was left on for 24 hours with no overheat message displayed. The device was to be scrapped for salvage due to its cracked overlay. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.